Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen is not responding to touch correctly, appearing to be out of calibration. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue. The rse assisted the customer with completing a touchscreen calibration, completing touchscreen diagnostics. Following the touchscreen calibration, the customer reported that the touchscreen was now responding correctly to touch. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.